Event description:
The gravity set was in use as the primary line infusing an unspecified hydration solution. A non-abbott pca pump infusing an unspecified amount of morphine was piggybacked into the primary line. It is hospital policy to use the distal port of the primary line for the pca piggyback, but it was unknown to the reporter which port was used in this incident. The pca infusion was started at 0830. Later that day, it was reported that the patient became agitated. The clinican flushed the line through because "it may not have been infusing properly". Approximately five minutes later, the patient reportedly went into cardiac arrest. Interventions were given per acls protocol including intubation. It is unknown whether or not there was a morphine back flow wtihin the primary line resulting in the patient inadvertently receiving a bolus. It was reported that underlying medical conditions probably caused the arrest. The patient was transferred to the ICU and remains hospitalized in critical conditon. Additional information was requested, but no further information was provided.